Event description:
Yesterday, we had a provu failure during an emergent intubation of a patient with a full stomach. Unfortunately, the patient aspirated after induction and required intubation using another modality and subsequent ICU admission. Serious injury/harm to patient or user. No indirect harm . Required intervention to prevent permanent damage. Hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.

Manufacturer narrative:
Device has been received and shipped to manufacturing site for thorough investigation.